Event description:
Reporter alleged her fingers were sore, infected, and oozing white puss from picking her fingers with the multiclix lancets. Reporter stated she was given antibiotics and bandages as treatment for her fingers at the emergency room. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.